Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of a 29 mm sapien 3 valve, implanted in aortic position by transfemoral approach. During the procedure, the esheath+ was advanced into the left femoral artery without issues. The commander delivery system was then advanced through the esheath+, and resistance was encountered when the valve reached the tip of the sheath. The valve subsequently passed through the esheath+ without further issues. Upon removal of the commander delivery system and esheath, distal tip damage consistent with a distal tip tear/split of the esheath + was observed. No patient injury was noted, and the procedure resulted in a successful implant. The patient was in stable condition at the end of the case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was completed. The returned device was visually examined and the following was observed: liner fully expanded, as designed. Distal tip opened, but split. Scratches noted along sheath shaft. Due to the nature of the complaint event, no functional/dimensional testing is necessary to support the root cause investigation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints resistance between system components and sheath distal tip split were confirmed based on evaluation of returned device. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''the commander delivery system was then advanced through the esheath+, and resistance was encountered when the valve reached the tip of the sheath; the valve subsequently passed through the esheath + without further issues. Upon removal of the commander delivery system and esheath, distal tip damage consistent with a distal tip tear/split of the esheath + was observed''. 3mensio imagery report was provided and revealed presence of calcification and tortuosity within patients access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel, as observed. Furthermore, the presence of calcification and tortuosity can subject the sheath to suboptimal angles during insertion and advancement which can lead to non-coaxial alignment and increased interaction between the device and the vasculature, potentially leading to the reported tip split. In addition, sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to split during delivery system advancement and/or through direct contact. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. No manufacturing non-conformances that would have contributed to the complaint event were identified. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.